Manufacturer narrative:
Summary of investigation : the analysis of the returned lead concludes that the cause of the detachment of the distal electrode from the connector bearing is due to inappropriate and poor welding during the manufacturing process. The review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The causes for the welding failures are currently unknown and under investigation. However, this issue was identified as an isolated case. Ongoing improvement actions are carried out to prevent re-occurrence. This complaint has been recorded for trending purposes. For more details please refer to the attached report analysis.

Event description:
Reportedly, the lead insulation degloved from lead pin upon tug test post insertion. The physician decided to not implant the lead and to use a new one.

Event description:
Reportedly, the lead insulation degloved from lead pin upon tug test post insertion. The physician decided to not implant the lead and to use a new one.